Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on a medical regiment of 2.5mg of eliquis. The patient came in for their 45-day transesophageal echocardiogram (tee) follow-up procedure. The tee imaging showed that the closure device was positioned well and there were no issues. The patient was switched to a medical regiment of plavix and aspirin. Four (4) months post procedure the patient's medical regiment was switched to only aspirin. One (1) year post procedure the patient went to the emergency room (ER) due to a fall, confusion and with right sided weakness. It was determined that the patient had an ischemic stroke with symptoms resolving within 48 hours. No intervention was required. The patient was evaluated by a neurologist who stated that a small right subcortical acute ischemic stroke occurred and was likely related to small vessel disease. Four (4) days later the patient was discharged to a rehabilitation facility for ten (10) days with a medical regiment of 75mg plavix daily and 162mg of aspirin for three (3) weeks.